Manufacturer narrative:
The complaint that the v-care perforated the uterus 5 times during total hysterectomy is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. Should the device be returned further evaluation will be performed and a supplemental report will be filed. Device history record and lot history reviews cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user is of warnings, cautions and techniques including the following: check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove vcare and replace it with a new vcare unit. Advises the user to remove the vcare from its sterile packaging and inspect for damage caused by shipping; discard if any damage is noted. Advises the user that the direction of the uterine canal and the depth of the uterine cavity are determined the use of a blunt probe or graduated uterine sound. The graduations are provided for comparison to the graduated uterine sound. Advises the user to carefully insert the proximal tip of the vcare through the cervical os until the balloon is in the desired position within the uterine cavity. Advises not to use this device for removal of the uterus. The instructions for use (IFU) states that the device is for manipulation only. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the v-care, medium cup, item # 60-6085-201a, unknown lot , that occurred on (B)(6) 2019 at (B)(6). It was reported that "the v-care perforated the uterus 5 times during a laparoscopic total hysterectomy. It is indicated that the uterus was perforated while it was being removed and the procedure was successfully completed". Additional information obtained indicates the uterine balloon was inflated when it perforated the uterine wall, but the cervical cup was not sutured in place and the thumb screw was most likely not tightened when the issue occurred. It is also noted that the v-care did not perforate the uterine wall until the uterus was being removed with the v-care still in place within the uterus. The uterus was being removed vaginally. The device issue did not require the procedure being "converted" to an open surgery. It was confirmed that the uterus was successfully removed, and the procedure completed with no reported delay. The v-care device was intact when removed. This report is being raised on the basis of patient injury.